Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the device used with the gst60b reload was a long60a. Shortly after firing, bleeding was noticed on the pouch and gj anastomosis. Clips were used intraoperatively to control the bleeding. The surgeon checked with a scope and verified bleeding. The patient required a transfusion post-operatively. There was no mention of staple formation issues during procedure. The surgeon waits 15 seconds prior to firing and fires the device slowly.

Event description:
It was reported that a few minutes after firing the echelon stapler ec60 with a blue gst cartridge, the surgeon noticed some bleeding on the external staple line. There was internal bleeding as well. He put some clips, but the internal staple line started bleeding severely and patient needed 6 to 8 pellets of bloods (culots de sang).